Event description:
New information received notes that during follow-up, increased capture threshold was observed on both ventricular and atrial leads. Fluoroscopy revealed that the rv lead had dislodged again. The physician repositioned the leads. The patient was good after the event.

Event description:
It was reported that high capture threshold and decreased sensing were observed. The lead was found to be dislodged and was successfully repositioned. Patient condition was good during and after the event.

Event description:
New information received notes that the lead was explanted and replaced after dislodging again. The patient was in good condition following the procedure.